Event description:
In 2007, I went in surgery for hysterectomy, bladder & rectum lift. After surgery that evening, the doctor came to my room asking how I was feeling. I told him my legs where killing me, he stated; he didn't know where to tie off the arms of the sling for the rectum procedure, so he tied it off to my tendons in both thighs! He stated I will just have to live with tendinitis forever! From the beginning, he had said, he was going to use another product -mesh- for both bladder, rectum lift, but after I discovered my ref# to the bard product was identical for the avaulta anterior, posterior biosynthetic support system, I started doing more research and realizing all of my pain wasn't in my head. In 2008, I had to go in for revision of the bladder, due to the mesh rolled and he had to cut some mesh away due to erosion! Two weeks later, the pain was still worse than ever, calling the dr's office, they had me come in earlier than the follow-up appt. After checking me out, he said the surgery went well but wanted me to have an MRI done for lower back, due to my complaint of continuous pain.